Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 27th april, 2022 getinge became aware of an issue with hanaulux 2000 surgical light. As it was stated, the paint was peeling. There was no injury reported however we decided to report the issue in abundance of caution as the fall of any parts or particles into sterile field may lead to contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of serial# field deem required. This is based on the internal evaluation. #d4: previous serial#: (B)(6). Corrected serial#: (B)(6).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The initial reporter: hospital electrician. Getinge became aware of an issue with hanaulux 2000 surgical light. As it was stated, the paint was peeling. There was no injury reported however we decided to report the issue in abundance of caution as the fall of any parts or particles into sterile field may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification due to the paint peeling, which contributed to the event. The provided information does not indicate if upon the event occurrence the device was being used for patient treatment. A review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when these particular malfunctions occurred. As stated by subject matter expert at the manufacturer¿s site, the oxidation has been detected between the fork and the sleeve of spring arm. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. Subject matter expert at the manufacturing site also stated that the paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual (IFU 56351039e, pages 19-20) includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).